Event description:
It was reported that device exhibited far-field oversensing of right ventricular signals on the right atrial channel. The device remains in service. No adverse patient effects were reported.